Event description:
The manufacturer received information alleging a ventilator malfunction occurred. At the start up a x icon would display on the humidifier screen and warming up failed. The event occurred more the once, so the device was replaced. There was no harm or injury reported. The reported issue was confirmed during the manufacturer evaluation. Error code e-143/174 was recorded. In addition, it was confirmed that the six-pin harness to connect to a heated humidifier had a burnout therefore the main pca and six pin harness need to be replaced and pin #1 of p8 connector of the main pca had a burnout. The service life of the unit ended (B)(6) 2023 so the device was scrapped.